Event description:
It was reported the adenoid wire broke during an adenoidectomy when the doctor tried to clean it on the prep stand. There were no pt consequences.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period 08/15/2010 through 08/15/2012. Visual inspection of the returned tip revealed slight melt back on the one corner. The wire was broken. Cleaning of the tip may have contributed to the wire break. Review of the lot history revealed no anomalies. End of report.